Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 455833-invalid) for female sterilisation. The patient had a medical history of pregnancy on (B)(6) 2022 and heavy periods in 2010. Concurrent conditions were listed as dyspareunia since (B)(6) 2022 and pelvic pain since (B)(6) 2022. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen(s): uterus, cervix, bilateral fallopian tubes. Clinical diagnosis: tlh, chronic pelvic pain of female. Final diagnosis; uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix within normal limits. Proliferative phase endometrium, unremarkable bilateral fallopian tubes, nagativa for dysplasia, hyperplasia or malignancy. Gross description: the endocervical canal is unremarkable. The endocervical canal is unremarkable. Sectioning through the uterine fundus shows an endometrium which is up to 1 mmin thickness. Small coils are in the fallopian tube remnants. 455833-invalid. The most recent follow-up information incorporated above includes data received on: 20-oct-2023: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 455833) for female sterilisation. The patient had a medical history of pregnancy on (B)(6) 2022 and heavy periods in 2010. Concurrent conditions were listed as dyspareunia since (B)(6) 2022 and pelvic pain since (B)(6) 2022. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen(s): uterus, cervix, bilateral fallopian tubes. Clinical diagnosis: tlh, chronic pelvic pain of female. Final diagnosis; uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix within normal limits. Proliferative phase endometrium, unramarkable bilateral fallopian tubes, nagativa for dysplasia, hyperplasia or malignancy. Gross description: the endacervical canal is unremarkable. The endocervical canal is unremarkable. Sectioning through the uterine fundus shows an endometrium which is up to 1 mmin thickness. Small coils are in the fallopian tube remnants. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information,medical history,lab data,indication,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 455833-invalid) for female sterilisation. The patient had a medical history of pregnancy on (B)(6) 2022 and heavy periods in 2010. Concurrent conditions were listed as dyspareunia since (B)(6) 2022 and pelvic pain since (B)(6) 2022. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen(s): uterus, cervix, bilateral fallopian tubes. Clinical diagnosis: tlh, chronic pelvic pain of female. Final diagnosis; uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix within normal limits. Proliferative phase endometrium, unramarkable bilateral fallopian tubes, nagativa for dysplasia, hyperplasia or malignancy. Gross description: the endacervical canal is unremarkable. The endocervical canal is unremarkable. Sectioning through the uterine fundus shows an endometrium which is up to 1 mmin thickness. Small coils are in the fallopian tube remnants. 455833-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.